Event description:
It was reported that the atrial epicardial lead had high threshold. The lead was inactivated and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product : 4965-25, lead. Implanted (B)(6) 2002. (B)(4).